Event description:
Patient reported and healthcare professional confirmed right side capsular contracture baker grade iii. Patient later reported right side capsular contracture baker grade unknown and rupture diagnosed via mammogram, ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-11178. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.